Manufacturer narrative:
(B)(4). The explanted intraocular lens (iol) was returned to our manufacturing facility for investigation. A visual inspection showed a lens where the optic was cut in half. No optical deviations on the received optic parts were found. The explanted lens was visually examined and has been subjected to excessive mechanical forces and was cut in half in order to facilitate the explantation process. Therefore, it was not possible to perform optical testing on a lens where the optic had been cut in half. The intraocular lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). Manufacturing records were reviewed. Based upon the record review and historical data, no deviations were found. Diopter verification records were reviewed and found to be consistent with the labeled diopter. All pertinent information available to the manufacturer has been provided.

Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) in a secondary procedure due to post operative refractive error. There was no incision enlargement, vitrectomy, or complication reported during explantation of the lens. Patient was noted to be doing well. No additional information was provided.